Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
Unit has flashing green status indicator light and chirping. No patient involved.

Event description:
Unit has flashing green status indicator light and chirping. No patient involved.

Manufacturer narrative:
The sam 300p passed ¿out qat from heartsine technologies on (B)(6) 2013. A visual inspection of the device revealed no apparent defects. The history log for this device showed that the pad-pak was first installed on (B)(6) 2013 and performed to specification up to (B)(6) 2016. On (B)(6) 2016, the device failed the weekly auto self-test due to a low battery. The user would have been alerted with a ¿warning, low battery, device service required¿ prompt and a flashing red status led. Additional low battery fails were recorded up to (B)(6) 2016. During the investigation, the status led was observed to be flashing green and beeping, this would confirm the reported fault. This is due to a short circuit between the anode and cathode of the red status led resulting in leakage current to beeper bp1. The fault was replicated with use of a known good membrane and wire link. The status led¿s are tested during final test therefore, it is concluded that the short circuit was intermittent in nature and caused as a result of an over application of silver paste during the manufacturing process. The short circuit was seen on the membrane. The fault could not be replicated with a new membrane fitted. The device was still able to deliver the test therapy sequence without fault during testing at heartsine. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p